Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) shaft was fractured during use on the patient. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the catheter was seen to be broken/fractured 100cm from catheter hub and was kinked under the strain relief. The hub ID looked intact. During functional inspection resistance noted at kink under strain relief. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter was seen to be broken/fractured and was also kinked/bent. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefor the analyzed event of the catheter shaft broken/fractured will be assigned procedural factors.